Event description:
It was reported that the trial patient had pain in her legs and lower back. Patient had an adjustment with the manufacturing representative the day prior to this report. Following the adjustment patient was fine and she had gone home and that was helping. The night prior to this report the patient was in so much pain she took a pain pill and that did not elevate pain at all. Patient was having severe pain in the left side on top of the kidney. Patient had never had such horrible pain, like a ¿knife into the kidney.¿ there were no falls or traumas. Patient could not lay on her left side. Patient turned off stimulation and disconnected it from the wire. Patient was still in horrible pain and could not even stand up even though stimulation was off. Additional information received reported that the cause of the event was lead migration during the trial. On (B)(6) 2013, there was a chest x-ray with lead migration caudally. The trial was terminated and the lead was withdrawn with intact tips on (B)(6) 2013. Signs and symptoms included no pain control. There was no patient injury and the patient recovered without sequelae.

Manufacturer narrative:
Concomitant products: product ID 3625, serial # unknown, product type screening device. (B)(4).